Manufacturer narrative:
For the reported event, ge healthcare requested that the unit be returned for repair. Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Other text : device evaluation anticipated, but not yet begun.

Event description:
This report summarizes <noe> 1 <noe> malfunction event. A review of the event indicated that model 1107-9601-000 vaporizer experienced a malfunction resulting in the patient coming out of sedation during the case. This report was received from a single source. The reported event did involve a patient. There was no patient information available.

Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event.